Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since incorrect lot number was provided, no manufacturing record evaluation (mre) review could be performed. Multiple attempts were made to get clarification about the lot number, however no further information is available and the mre could not be performed. If clarification is received in the future the mre will be completed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 750cc mentor smooth round moderate plus profile on both sides and experienced bilateral wound infection and right side nipple dropping. It was reported that the infection was caused since metal suture was left inside. The patient's nipple is dropping on the right side a lit bit, and had a full infection in her body and is on antibiotics. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that as per doctor "implants feel squishy with less volume". Hence, is product problem" has been selected under field b1, and medical device problem code under field h6 has been updated to "material rupture" on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).